Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) of batch number 74e1500139 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause.

Event description:
The customer alleges that the heater was alarming with low water alarm and the only way they could get it to stop was to change the column and circuit. When the therapist changed the column they disconnected the wrong side and the gas going through the vent ended up blowing white debris from the column. No patient harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The column was visually inspected for any signs of abuse/misuse and/or damage. None were noted. However, the complaint description was confirmed. On the wet side of the column port, a large white deposit has formed. The most likely source of the deposit is hypertonic saline which is used on many patients who are using a ventilator. Other drugs and other drug combinations can also cause this effect. The deposit does not represent the inner material of the column. Based on the visual exam the reported complaint of "white debris discharged from the column" was confirmed. A root cause could not be established. However, the probable cause for this deposit is either hypertonic saline, or a drug, or combination of drugs that might have been mixed into the column water source. This deposit does not represent the inner contents of the column. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not determined.

Event description:
The customer alleges that the heater was alarming with low water alarm and the only way they could get it to stop was to change the column and circuit. When the therapist changed the column they disconnected the wrong side and the gas going through the vent ended up blowing white debris from the column. No patient harm reported.